Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed lead to can abrasion breaching only the optim insulation. The silicone insulation layer beneath was not breached.

Manufacturer narrative:
Additional information: d10, h3, h6 the reported event of high pacing lead impedance was confirmed. As received, a partial lead was returned in two pieces. A visual inspection of the partial lead revealed calcification covering the ring electrode which is assumed to be the cause of the gradual rise in the pacing impedance as indicated in the field reported impedance data. A lead impedance test could not be performed due to procedural damages to the lead.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.